Event description:
Multiple reports and verification in-house of tubing breaking at the filter, causing product to leak and pharmacy having to replace. Also happening with the add-on filters by this same manufacturer. Dates of use: (B)(6) 2012. Reason for use: cardiomyopathy. Lifeshield made in the (B)(4) for hospira.